Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and the screen went blank and it started sirening. The alarm history could not be checked since the keypad was not responding. Customer stated a temporary basal was not programmed before the unexpected restart alarm occurred and the insulin pump was not stored or not in use for an extended period of time. The customer stated that she dropped the insulin pump and there is a small crack on the top right hand corner of the screen and moves to the corner of the device. Blood glucose value was 353 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no esc or act button response due to corroded keypad traces. No blank display, display anomaly, siren sound or unexpected audio/beep anomaly noted during testing. Unable to verify the unexpected restart test or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or all operating current measurements due to no esc or act button response. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a stripped battery cap coin slot. No damage inside the pump noted.